Event description:
The bicap ii was reported to have been involved in an incident. This report came from the facility's biomed department. All that was reported was something had happened to the pt post surgery. The biomed engineer was unable to tell conmed electrosurgery when, how, or what happened other than there was an incident. The biomed provided a point of contact (phone number only), and was unable to provide the contact's name. After calling the point of contact number, conmed electrosurgery spoke with a woman. The woman indicated that in the early part of august, the pt came back to the hospital due to a perforation to the colon. The pt was readmitted to the hospital. Surgery was performed to correct the perforation, and pt was released from hospital the next day. They mentioned that a boston scientific gold probes were used. However, she is requesting that the bicap ii be evaluated.

Manufacturer narrative:
Conmed electrosurgery has concluded that the bicap ii electrosurgical generator did not contribute to the reported adverse event, as the conmed device was found to function within all manufacturing specifications.